Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with history of central pulmonary embolism and deep vein thrombosis had an inferior vena cava (ivc) filter deployed in the infrarenal ivc without complication. Approximately two days post filter deployment, abdominal x-ray demonstrated the filter in place at the level of l2. Approximately four months post filter deployment, chest CT demonstrated an ivc filter present which crossed the ostia of the renal veins but appeared to be anchored below those veins. The CT scan later noted that the ivc filter was now in the suprarenal position. The filter was tilted with a limb in the left renal vein and multiple limbs extending beyond the caval wall. The decision was made not to retrieve the filter. Subsequent imaging demonstrated the ivc filter remaining in place in the expected location. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for the alleged tilted filter, perforation of the ivc, and unintended movement. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall, filter tilt, filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and perforated the vena cava wall. The status of the patient is unknown.